Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with less than 100 units; however, the customer was unable to provide the exact value. The customer obtained additional insulin, and successfully loaded a new cartridge. The customer's blood glucose level was approximately 400 mg/dl, and was addressed with a manual injection.